Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reportedly received the following results on an compact meter, compared to a professional meter, within 10 minutes: 68 mg/dl (compact) and 32 mg/dl (emt meter). No adverse event reported. Return of the suspect device was requested for evaluation.